Event description:
Reporter alleged blood glucose measured 486 mg/dl at 11:30 am, however, customer did not feel high glucose at the time. It was stated a back to back test was performed at 11:34 am with a result of 150 mg/dl. No treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.